Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Note: implantation date is unknown. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast surgery with two unspecified saline breast implants experienced bilateral capsular contracture baker grade unknown post procedure. As a result, patient underwent bilateral removal and replacement with unspecified gel breast implants on (B)(6) 2009. This report is for the right sided device. See 1645337-2019-24701 for contralateral prosthesis report.